Event description:
The customer stated that the screen on the insulin pump is frozen, and it has an alarm. Also, the buttons were not responding, and the time on the screen was not advancing. Troubleshooting was performed, but the issues were not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.